Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to excessive vaulting. Subsequently, the patient experienced a shallow anterior chamber depth (acd). The icl was exchanged for a shorter lens which resolved the problem.

Manufacturer narrative:
(B)(4). Lens not returned.(B)(4).